Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had a head trauma due to a fall and since then has no longer access to sound. Re implantation is planned but not schedule yet.